Event description:
I am reporting a safety concern and device malfunction involving the vyalev continuous levodopa infusion pump manufactured by abbvie. I am a younger-onset parkinson's disease patient using the vyalev pump for continuous subcutaneous levodopa infusion. I have experienced repeated unintended interruptions of medication delivery due to a design issue in the pump's restart workflow after syringe replacement. When changing the medication syringe, the pump must be turned off. After loading the new syringe, the device prompts the user to complete steps including priming the infusion tube and confirming restart of the pump. If the restart confirmation is missed or the user becomes distracted during this process, the pump remains turned off. The device does not issue a persistent or audible alert if the pump is left off following syringe loading. As a result, the interruption in medication delivery may go unnoticed for extended periods. This has occurred multiple times in my use of the device. In these situations, I unknowingly remained off continuous levodopa infusion until symptoms became severe enough to alert me that the pump was not running. These events resulted in significant off episodes including worsening dystonia, motor decline, and severe anxiety. For patients relying on continuous levodopa infusion therapy, abrupt interruption of medication delivery can lead to serious medical complications if not recognized quickly. The lack of a persistent alarm or automatic restart safeguard presents a potential safety risk. A simple distraction during the syringe loading process can unintentionally stop therapy without adequate notification. I have reported this concern multiple times directly to the manufacturer, abbvie. My reports were acknowledged and assigned case numbers, but I have not received meaningful follow-up despite the safety implications described. In addition to the restart workflow issue, the device design presents other usability concerns for active patients, including excessive tubing length that frequently catches on objects and the bulk of the external pump system. However, the primary safety concern I am reporting is the ability for the pump to remain off without a persistent alert after syringe replacement, which can lead to unintended interruption of continuous levodopa therapy. Given the risks associated with sudden interruption of levodopa infusion in parkinson's disease, I believe this design issue warrants review.